Event description:
Caller alleged discrepant results compared with doctor's poc meter. Doctor's poc meter: 2.4. Date: (B)(6)2010, inratio: 4.9. Patient has had the meter one week and is getting different results with repeat testing. Tests down on different finger sticks within minutes of each other. On a different day tested at the doctor's office with a different poc meter: 2.4. Today tested: 4.9. No signs of bruising.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6)2010, 1st inr: 2.5, 2nd inr: 1.7, 3rd inr: 1.3, mean: 1.83, sd: 0.61, %cv: 33.33. The 2.4 and 4.9 inr are excluded from comparison test due to different poc meter and to time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since 33.33% cv is more than 20%, the test failed the criteria for precision. Previous investigation on strip lot #225323 met criteria for precision. Donor 1: inratio: 2.6, in-house (2): 2.5, in-house (3): 2.5, mean: 2.53, sd: 0.06, %cv: 2.28, resolution: pass. Donor 2: inratio: 1.6, 1.7, 1.7, 1.67, 0.06, 3.46, pass. For each pair of replicates for each sample on strip lot #225323, mean and standard deviations were calculated. In-house test results have 2.28% and 3.46%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further action is required. Data analysis revealed inrs reported by end user didn't meet precision criteria. No product is expected to be returned. There is insufficient information to determine the cause of the customer's observation. As of 05/06/2010, 25 discrepant result complaints were reported for lot #225323 yielding a complaint rate of 0.014%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is warranted. Corrective action not required at this time.